Manufacturer narrative:
The device was received for evaluation. During evaluation the device had multiple errors clarified during a review of the event history log (ehl) to be 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be downstream sensor was found out of specification. The force sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had multiple downstream occlusion errors. No additional information is available.